Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. Additional information from the field indicated that the guidewire penetrated the lead body while being prepared on the table and the physician chose not to use it. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm insulation damage allegation based on visual inspection, a puncture hole near the tip end of the lead, consistent with a back loaded guidewire escaping the lumen. Complete lead was returned and not severed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. Additional information from the field indicated that the guidewire penetrated the lead body while being prepared on the table and the physician chose not to use it. The lead was never in service. No adverse patient effects were reported.